Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and stuck button. Customer's blood glucose at time of incident was 180 mg/dl. Customer was able to clear the alarm. The customer was advised that all buttons works as designed. The customer was advised to monitor pump.

Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly was noted. No button error or stuck button alarm noted during testing. However, the pump was returned for low battery alarms, and the power error alarm was confirmed in the long trace. The pump was also received with minor scratches on the lcd window, a scratched case and a pillowing keypad overlay.